Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor cycle initiates while door is closed and faulty air in line sensor. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of motorcycle initiates while door was confirmed. On 31-dec-2024, lvp device was received unboxed and with paperwork. The unit began alarming safety clamp open/close door when powered on, a test ail was used to confirm a faulty ail was the cause. Faulty ail. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the ail. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor cycle initiates while door is closed and faulty air in line sensor. There was no patient involvement.